Event description:
A ventricular assist device was implanted in the left ventricle on 11/16/94 and in the right ventricle on 12/15/94. Minor cracking was noted in both ventricular assist devices several days prior to the malfunctioning of the left ventricular assist device on 1/29/95. On 1/29/95 the bilateral ventricular assist devices were explanted in the operating room and new bilateral ventricular assist devices were implanted.